Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with an error message for failure to interrogate during an implant procedure, the ICD was not used and replaced during the same operation. It was determined the programmer software was corrupt. New software was installed on the programmer and a replacement ICD was able to be successfully interrogated thereafter. The patient was stable.